Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for several hundred short interval counts (sic) episodes with noise and impedance fluctuations. The physician has chosen to monitor and re-evaluate at the next follow-up visit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).